Manufacturer narrative:
Concomitant products: unknown absorbable tacks, (lot# unknown) and jackson pratt drain, (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with unknown absorbable tacks and jackson pratt drain.